Event description:
It was reported that during a follow up in clinic, incorrect interpretation of signal was noted on the device resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy. Additionally, high defibrillation impedance and r-wave amplitude variation were noted on the device. Abbott technical support was contacted, the session records were analyzed, and additional diagnostic testing was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.